Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 0.9mg/ml at 0.20344/day and morphine 10mg/ml at 2.260mg/day via an implantable pump. On (B)(6) 2020 the patient stated that their pump "was never really placed well and it has shifted and you can see the pump through my skin.¿ per the patient it was no longer in the same position that it was. When the patient has the pump refilled, she has to lay on their right side and pull their leg to the left to get it in the right position to refill. The patient stated she had so much scar tissue around the pump, and she had bigger jeans and they can't even close because of this. The patient had only gained about 8 pounds. The patient further stated "that's no problem I am happy to do that, but my pump hurts¿. When the patient had to go to the bathroom they can almost feel the movement and ¿my pump hurts and the last few days it¿s formed like a pouch that's hanging below it and the pump is in that pouch". The patient stated that had been happening 4-5 months ago and they had not had any falls or trauma. The patient hadn't seen their healthcare provider since the pandemic started but has been seeing the pa (physician assistant) and they said "its ok I can still get to the port to refill it". The patient was redirected to follow up with their healthcare provider and was sent physician listings. No further complications were reported regarding the event.